Manufacturer narrative:
The malfunction was observed in an operating room which was being utilized, but after several attempts, it is unk if the initial failure occurred during a procedure or if there were any direct pt involvement. There is no expiration date for this product. A request has been made to the account to return the device associated with the malfunction. Evaluation summary: it was reported to a sales rep that a fairfield mount on the boom appeared to be damaged and a co2 canister was zipped tied on. Upon receiving the info, a replacement part was sent out to the account. The initial reporter has been contacted several times for more info regarding the initial event, pt involvement, and to return the device associated with the malfunction for a thorough evaluation. Device evaluation has not yet begun and root cause is not yet known. Potential risk of the co2 canister falling cannot be ruled out. If the canister were to fall, there would be the potential for serious injuries to a pt or user. In this case, there were no reported adverse consequences. This type of non conformance will be monitored for adverse trends. This is not a single use device.

Event description:
(B)(4). It was reported that a fairfield mount on the boom appeared to be damaged and a co2 canister was zipped tied on. The malfunction was observed in an operating room which was being utilized, but after several attempts, it is unk if the initial failure occurred during a procedure or if there were any direct pt involvement. There were no reported adverse consequences.